Manufacturer narrative:
Product analysis: shut down and loss of telemetry were unable to be confirmed. The programmer passed incoming tests. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was shutting down, without prompt. It was further reported that the programmer had lost telemetry during a patient session. The programmer was returned for service. No patient complications have been reported as a result of this event.